Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure. A technical support specialist connected to the cce and found that an a13 needed to be resent because the cce was configured to clear the discharge date. The specialist attached the knowledge articles (patient missing on a bd pyxis medstation es) and (patient discharged in error / how to re-admit patient / cancel discharge (a013) didn't work). The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was showing up as discharged in pyxis. The patient was still on campus, and the user was unable to change the discharge date because the discharge date and time were in the past. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.